Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00960. It was reported the patient was experiencing pain at midline incision site. Patient was given medication however, issue persisted. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein physician buried the strain relief loops deeper to address the issue.